Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 740 mg/dl. Customer stated that her doctor told her to go to the ER due to customer had a bad headache. The customer experienced symptoms such as headache and confusion. The customer did not mention any form of treatment while in the hospital. Customer declined further low blood glucose troubleshooting. The customer was wearing the insulin pump during the hospitalization. Customer was released from the hospital that same day. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.